Manufacturer narrative:
The device was returned with a fractured tip, confirming the event. No radiographs or images identifying the location of the tip were provided. The material yielded/fractured at the base of the hexalobe tip which is indicative of high torsional force. The device otherwise meets dimensional specifications except for the fractured tip. No patient injury reported with this event. Unknown factors include: patient bone quality (sclerotic bone), use of proper instrumentation (use of taps), or level of force (excessive torsional force). Surgery was completed without further incident. There is no evidence to suggest a manufacturing or design defect has occurred.

Event description:
While driving the pedicle bone screw and reportedly burying it into sclerotic bone, surgeon heard a pop. The driver tip fractured and remained in the head of the screw shank. Though the driver tip was identified, the surgeon elected to leave the driver tip and the screw in place. No injury to the patient or future injury anticipated.